Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition that the device stopped working immediately when the trigger was pressed was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the mode switch resistance measurement was too low. The mode switch could be turned with very little effort and a small dent on the housing was detected, which did not affect functionality and did not leave sharp edges. The device also failed pretest for mode switch-test. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: b5: upon subsequent follow-up with the reporter, additional information was received. The reporter stated that there were a total of three devices that stopped working immediately when the trigger was pressed. Therefore this is report 1 of 3. D4, h4: the device serial number was documented as unknown in the initial medwatch report. The serial number (B)(6) has been updated accordingly. The device manufacture date was reported as unknown in the initial medwatch report. The device manufacture date has been updated to february 22, 2016. The UDI has also been updated accordingly. D10/d11: concomitant medical products: concomitant med products and therapy dates: battery oscillator devices 1/13/2021. UDI ¿ (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date was unavailable. The manufacturing location was unknown. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty (tka) surgical procedure it was observed that the battery oscillator device stopped working immediately when the trigger was pressed. It was reported that there were no delays in the procedure due to the event. It was reported that there was an unspecified spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.